Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual wet sample was received for analysis, along with two solution bags. A visual inspection was performed on all returned items with the naked eye and a microscope. The visual inspection identified a hole in solution bag that was connected to the heater line. Clamp function testing, clear passage testing, and device-device interaction testing were performed with no issues noted. Underwater pressure testing was performed and identified a hole noted in the solution bag. A simulated therapy was performed with all solution bags and a system error 2240 occurred during fill one of five. Then, a simulated therapy was performed without the leaking bag, and no issues were noted. Therefore, the problem was not verified against the disposable set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during last fill. The patient was connected at the time of the alarm. The home patient (hp) reported that all the bags were empty and that there was moisture under the final bag. The technical service representative assisted the hp in removing the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.